Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir performed manual prime test using a new lab infusion set along with 5xx insulin pump. Reservoir passed per inspection no occluded anomaly was observed during test. Reservoir connected/locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone all that the device had a delivery failure and the customer was having high blood glucose. Customer's blood glucose was over 525 mg/dl. During troubleshooting, found no delivery alarm and no reservoir alarm. Device passed the high pressure test. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.